Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials: 515070 batch#: unknown. It was reported by the customer that all sites are experiencing issues pushing drug into the bag through the smartsite port at the bagspike. They use the optima system and it seems that whenever they luer lock the connector to the bagspike that they cannot push the drug. This doesn't happen every time but is occurring frequently. All sites are experiencing issues pushing drug into the bag through the smartsite port at the bagspike. They use the optima system and it seems that whenever they luer lock the connector to the bagspike that they cannot push the drug. This doesn't happen every time but is occurring frequently. Hcp must unluer and luer the connector to the bag spike multiple times to get the system to work. They occasionally revert to traditional technique to push drug into the bag because this process adds extra time to their process.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including flow rate. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Materials: 515070 batch#: unknown. It was reported by the customer that all sites are experiencing issues pushing drug into the bag through the smartsite port at the bagspike. They use the optima system and it seems that whenever they luer lock the connector to the bagspike that they cannot push the drug. This doesn't happen every time but is occurring frequently. Verbatim: all sites are experiencing issues pushing drug into the bag through the smartsite port at the bagspike. They use the optima system and it seems that whenever they luer lock the connector to the bagspike that they cannot push the drug. This doesn't happen every time but is occurring frequently. Hcp must unluer and luer the connector to the bag spike multiple times to get the system to work. They occasionally revert to traditional technique to push drug into the bag because this process adds extra time to their process. Response to follow up: 1. Are you able to provide corrected batch / lot information reported? A. No, the customer reported that this has been consistently occurring and there is no specific lot or batch. It has been occurring for months now. 2. How was the patient outcome? Are there any clinical signs, health consequences or impact? A. No impact to patient 3. Any adverse event or serious injury reported to patient or health care professional? A. Resulted in the healthcare professional removing the closed system transfer device and potentially exposing themselves to hazardous drugs on multiple occasions at multiple sites. 4. Any physical sample or photo available for investigation of affected product? If yes, are you able to provide the address of the facility for us to ship the return label? A. I do not have a physical sample of this, it is happening when #515070 is luer locked onto the smartsite needle free valve access port on all types of bd tubing that the customer uses.